Event description:
It was reported that the patient was admitted due to the ventricular assist device (vad) exhibiting low flows, pump stops, and three controllers exhibited vad disconnect, vad stop and unexpected losses of power. The patient had a vad stop and was transported to the hospital. The vad was attempted to be restarted, but with no success. An echocardiograph revealed volume loaded on the left ventricle (lv), and the patient¿s ejection fraction (ef) was ~40%. It was further reported that there was diastolic reverse flow in the descending aorta suggesting significant regurgitation through the pump. The patient was anticoagulated, with a "therapeutical" international normalized ratio (inr) level. Of note, the right ventricle (rv) and aortic valve were normal. A swan ganz (sg) catheterization showed normal filling pressures and cardiac output. The clinical team plans to close the outflow graft with an occluder and evaluate if the patient could live without long term vad support. The patient was placed on heparin and the vad remains implanted and out-of-service. The patient was noted to be in stable conditions and was placed on the top urgent national transplant list. No further complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2021/ serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 28-feb-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2021/ serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 31-jul-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2021/ serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 31-jul-2020, labeled for single use: no, (B)(4). Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced anxiety.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. Two (2) controllers ( (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that (B)(6) was the patient's primary controller in use during the reported event. Log file analysis associated with (B)(6) revealed a controller power up event logged on 02-nov-2022 at 20:41:23. The data point recorded on the controller's internal log prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for twelve (12) seconds. Review of the alarm log life associated with (B)(6) then revealed a vad stopped alarm was logged on 02-nov-2022 at 20:41:41, indicating that the pump failed to restart after multiple attempts. This vad stopped alarm was followed by additional controller power up events, additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller, and additional vad stopped alarms indicating that the pump failed to start after multiple attempts, likely due to troubleshooting a nd/or a controller exchange. In addition, log files revealed one (1) low flow alarms was logged on 29-oct-2022. Log file analysis associated with (B)(6) revealed a controller power up event logged on 02-nov-2022 at 21:50:45, indicating that the controller was put into use following a controller exchange. Review of the alarm log life associated with (B)(6) then revealed a vad stopped alarm was logged on 02-nov-2022 at 22:21:23, indicating that the pump failed to restart after multiple attempts. This vad stopped alarm was followed by additional vad stopped alarms indicating that the pump failed to start after multiple attempts and an additional vad disconnect alarm indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Log file analysis associated with (B)(6)revealed a controller power up event logged on 02-nov-2022 at 19:43:52, indicating that the controller was put into use following a controller exchange. Review of the alarm log life associated with (B)(6) then revealed a vad stopped alarm was logged on 02/nov/2022 at 19:44:06, indicating that the pump failed to restart after multiple attempts. This vad stopped alarm was followed by additional controller power up events, additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller, and an additional vad stopped alarm indicating that the pump failed to start after multiple attempts, likely due to troubleshooting. Of note, the setting of the time on (B)(6)may have impacted the recorded sequence of events; based on the reported event details, it is possible that the failure to restart first occurred on (B)(6). As a result, the reported losses of power, vad stops, and low flow events were confirmed. Based on the risk documentation, possible causes of the reported low flow alarms event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. A possible root cause of the initial loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disco nnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the remaining controller power up events can be attributed to troubleshooting of the vad stopped alarms. The most likely root cause of the observed vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the controller exchange and troubleshooting of the vad stopped alarms. The most likely root cause of the reported vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. D4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b10, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d15 d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for additional device details. The manufactured and expiration date has been updated for the additional device. Additional products: d4: serial #: (B)(6) d10: yes, return date: 02-dec-2021 dev rtn to MFR? Yes d4: model #: expiration date: 31-jul-2021 / serial #: (B)(6) d10: yes, return date: 02-dec-2021 dev rtn to MFR? Yes h4: mfg date: 17-jul-2020 investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.